Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred after the customer worked out with the pump. Customer was not outside of the labeled operating altitude range. Reportedly, sweat was blocking the speaker holes. Customer's blood glucose level was 246 mg/dl. After drying the speaker holes and reloading the existing cartridge, the customer was able to clear the alarm and resume insulin therapy.